Event description:
It was reported that an 85 yo patient who had their left knee implanted, underwent a revision procedure approximately 7 years 8 months post the initial procedure. Reason for the revision is unknown. Everything was removed. The patient was reimplanted with a competitor¿s devices. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded by the customer. No device images were able to be obtained. No further information.

Manufacturer narrative:
D10: 08010017032 a10012 - gps implant kit v2. 4119644 02-010-03-0235 - logic cr femoral cem, left, sz 3.5. 4684132 200-02-35 - three peg patella 35mm. 4707143 02-012-48-3509 - logic tibial insert slope +. Sz 3.5, 9 mm. 4742806 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 type of investigation, investigation findings, investigation conclusions, h11. The following sections were corrected: h6 problem code and component code. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined; however, may have resulted from inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.